Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue. The fse disassembled covers on set up joint 4 and upon inspection, found the proximal harness had become disconnected. The fse reconnected and reassembled. The system was inspected, tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they had an issue with arm 4. The customer stated before calling in they had errors on the system and converted to their xi da vinci system. The customer stated they were having errors and issues with arm 4 not clutching. The tse viewed system logs and saw 23 blue fiber errors on the top port and going to the patient side cart. The error 307 turned into node not present or not responding. The procedure was converted to another da vinci system with no reported injury.